Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed discrepant sodium results generated on the alinity c processing module for a patient sample. The following data was provided (customer¿s reference range 135 mmol/l -145 mmol/l): sample ID (B)(6), initial result = 114 mmol/l, repeat result = 155 mmol/l . No impact to patient management was reported.

Manufacturer narrative:
Additional information section d10 - concomitant product - updated from blank to ict probe, 09d63-04, unknown. The field service representative (fsr) inspected the instrument and found the ict probe was misaligned. The fsr replaced the part which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional discrepant sodium results reported after the current ticket was reported. A review of tracking and trending for the alinity c processing module did not identify an increase in complaint activity. A review of tracking and trending for the ict probe did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial ac01929 or the ict probe were identified.

Event description:
The customer observed discrepant sodium results generated on the alinity c processing module for a patient sample. The following data was provided (customer¿s reference range 135 mmol/l -145 mmol/l): sample ID (B)(6) initial result = 114 mmol/l, repeat result = 155 mmol/l . No impact to patient management was reported.